Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 450 mg/dl at the time of the incident. The customer¿s current blood glucose was 258 mg/dl. Customer treated with manual injections. The customer also reported no delivery alarms. Customer reports event was resolved by changing complete set (inf and res). Product will not be returned for analysis.